Manufacturer narrative:
E1- initial reporter establishment name (noting due to character limit): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope did not display an image during inspection for use. There was no patient involved.

Manufacturer narrative:
Updated fields: d8, d10, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.